Event description:
Customer reported that she has to go to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was 566 mg/dl. Customer stated that she was dehydrated and feeling nausea and vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.